Event description:
It was reported that at 33,336 joules while using the surgical fiber during a prostate procedure, the fiber tip was damaged. The procedure was completed using a second surgical fiber. There was no patient injury reported; gland volume: 44 ml; tie expended: 4:56 minutes.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-403b-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification; the metal cap exhibits moderate detritus adhesion; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.